Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), no delivery/occlusion alarm. The customer reported blood glucose value of 300 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported that pump was dropped/ bumped with no visible pump damage. Pump passed selftest, fill cannula, and displacement tests but tubing clamp was not available for hp test. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. During download history review no relevant alarms confirm in download history files to confirm complain code. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit may have had an intermittent failure not detected during our testing. The sc1 cap locks properly into the reservoir compartment. In addition, a test reservoir tube with the sc1 cap properly fitted into reservoir compartment with no issues. The following were noted during visual inspection: scratched case. No delivery alarm was not confirmed during testing. Unit was tested successfully and no unexpected or constant insulin flow block/no delivery alarms noted. Unable to confirm high bgs. Cosmetic damage location was not specified, however, other cosmetic damage confirmed where scratched case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.